Manufacturer narrative:
Investigation is in process pending the analysis of data logs.

Event description:
It was reported that while a patient was being monitored on a telepack used with the panorama central station with telemetry, the system failed to produce an alarm for a ventricular tachycardia event. There was no delay in recognizing or treating the arrhythmia; the patient expired.

Manufacturer narrative:
The event list report, event reports, full disclosure report, and patient alarm report retrieved from the central station were reviewed by mindray's engineering and clinical teams who reported that with only one lead of ECG to analyze and noise present, a complete rhythm determination, more specifically why a ventricular tachycardia alarm was not initiated by the system approximately 6-7 beats into the arrhythmia, cannot be made.